Event description:
It was reported that before the thyroid surgery, the anesthesiologist unpacked the neuro-monitoring endotracheal intubation and found that the balloon of the product was leaking and could not be used. Immediately replaced the same model of medtronic product, which was used normally. No patient involved.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred normally. The cuff was re-inflated and deflated multiple times and no leaks were observed. A leak test was performed by submerging the cuff and the inflation assembly, at separate times, under water and no bubbles (leaks) were noticed. Electrically, for further analysis, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.7 ohms (blue), 3.6 ohms (blue with clear tubing), 3.5 ohms (red), and 3.6 ohms (red with clear tubing) in which all of the electrodes were within specification. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.